Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. Measurements taken at the time of final suture showed impedance values between 1800 and 2200 ohms. The numbers decreased with manipulation of the lead.